Event description:
It was observed that during the device evaluation, the duodenovideoscope was incorrectly reprocessed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to reflect the fact that the initial medwatch (MFR# 9610595 - 2024 - 06503) was inadvertently submitted as a malfunction report. The previously reported event did not have any reported malfunctions.